Event description:
Information received indicates the hi/low will run without activating the switch.

Manufacturer narrative:
The technician found signs of fluid ingress on the right caregiver circuit board. The technician replaced the circuit board to repair the bed.